Event description:
A patient reported experiencing inaccurate high results with an ot ii meter. The patient's blood glucose results was 153mg/dl (this was the only reading that was provided in the reported issues). Tests were done less than 10 minutes apart with a difference of greater thean 20%. Patient did not experience any adverse events. No further information has been reported.